Manufacturer narrative:
Physio-control has attempted to gather additional patient event details from the customer but no information appears to be forthcoming due to the time elapsed since the event.  The customer advised physio-control that they did not pursue any device evaluation options and has since returned their device to service for use.  The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the display on their device went blank when monitoring a patient. &#1288;e customer indicated that when this issue occurred, they were performing cauterization procedure and no defibrillation shock was needed at this time. &#1288;e customer indicated that they were unsure whether or not the device lost power or locked up when the display went blank, but the audible heart rate tone did stop when the display went blank. The customer did not report any additional details of the patient event nor did they indicate if the patient suffered any adverse effects during the event.